Event description:
It was reported that this right ventricular (rv) lead exhibited a significant drop in rv sensing amplitude from approximately 10 millivolts (mv) to 2 mv range after the implantation of a ventricular assist device (vad) one month prior. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.